Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that infusion set was leaking at site and patient had bleeding at site which led to high blood glucose on (B)(6) 2026 and it has been in use for one day.